Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced a set up joint (suj) cable, z-axis cable, and stringpot. The system was tested and verified as ready for use. The affected parts involved with this complaint are a field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the patient side cart (psc) had repeated 23118 errors from the universal surgical manipulator (usm) 3. They rebooted the system, but the issue did not resolve. When moving the system arm, the system got the error and was practically not usable because the error was repeating. The technical support engineer (tse) verified the error via the error logs and decided to swap pscs. The procedure was converted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) followed up with tse reporter and obtained the following additional information: the customer noted that since they had two da vinci systems, the customer decided to swap pscs on their own and have now a working system to perform surgery. The surgical team took their second da vinci and interchanged the patient carts, so they could successfully finish their surgery.